Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on the fundus of the stomach in a laparoscopic sleeve gastrectomy, it did not fire even after pressing the green button or squeezing the handle. They used another cartridge to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.